Event description:
This supplemental report is being filed to include updates to the additional manufacturer narrative.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's leads recorded alerts for high out-of-range pace impedances. Data review also noted that there was oversensing on the right atrial channel in which atrial tachy response (atr) events were recorded. Boston scientific technical services (ts) discussed possible causes for the out-of-range measurements. This device will continue to be monitored. Additional information received indicates that there were out-of-range impedance measurements on the non-boston scientific rv lead over the past year with occasionally normal range impedance. Loss of capture was also observed indicated by rv sensing following rv paced. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced. While the non-bsc rv lead remains implanted.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem, b2: outcome attributed to adverse event, b5: describe the event or problem field, d6b: explant date, h1: type of reportable event, h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. A dimensional analysis of the header was completed. Each port measured as expected. Pacing and sensing functions were tested and the device was verified to operate as expected. The analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. However, meets CAPA/trend criteria tr15021/CAPA-00003097 mv/rrt. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's leads recorded alerts for high out-of-range pace impedances. Data review also noted that there was oversensing on the right atrial channel in which atrial tachy response (atr) events were recorded. Boston scientific technical services (ts) discussed possible causes for the out-of-range measurements. This device will continue to be monitored. Additional information received indicates that there were out-of-range impedance measurements on the non-boston scientific rv lead over the past year with occasionally normal range impedance. Loss of capture was also observed indicated by rv sensing following rv paced. Subsequently, a revision procedure was performed and the crt-d was explanted and replaced. While the non-bsc rv lead remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and another manufacturer's leads recorded alerts for high out of range pace impedances. Data review also noted that there was oversensing on the right atrial channel in which atrial tachy response (atr) events were recorded. Boston scientific technical services (ts) discussed possible causes for the out of range measurements. This device will continue to be monitored and remains in service. No adverse patient effects were reported.